Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation, it was reported that patient presented with deep scar tissue on right knee and underwent a subsequent mua. Arthrofibrosis is a known possible complication post tka and is addressed in knee systems IFU. The patient impact beyond the reported clinical finding and subsequent mua could not be determined. No further medical assessment can be rendered at this time. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.

Event description:
It was reported that patient presented deep scar tissue on right knee. Adverse event was resolved with manipulation under anesthesia.